Event description:
After a total vaginal hysterectomy procedure, the pt had bleeding when she was in the recovery room. The pt was readmitted into the operating room where the surgeon used sutures to control the bleeding. The pt was discharged in 2008.

Manufacturer narrative:
The device was discarded by the hospital. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.